Manufacturer narrative:
Title: procedural failure during catheter assisted laser safe endotracheal tube exchange: source: schechtman, samuel, healy, david, hogikyan, norman, 2017, journal of head and neck anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed (B)(6) 2017, the patient with advanced polypoid disease of the vocal cords required an awake tracheal intubation for laser excision of the polyps. However, the 5.0 mm internal diameter (ID) laser-flex endotracheal tube (ett) required for surgery made awake flexible intubation scope (fis) technique unfeasible. The plan was formulated to perform fsi intubation with the regular ett, and exchange it for the laser ett using 14 fr cook airway exchange catheter (caec). However, 14 fr caec would not pass, which was unanticipated given manufacturer¿s recommendations. The 11 fr caec was used successfully instead, under continuous video laryngoscopy assistance. It stated there was a delay of care on patient.